Event description:
On (B)(6) 2026, rayner received notification from a healthcare professional in australia of an event that occurred following implantation of a rayone galaxy rao605g. The event description provided states that post-operatively the onset of pco has been observed.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively the onset of pco has been observed. The patient medical history received identifies that the patient has dry eye disease. The additional information received identifies that there is a slight gap between the iol and the posterior capsule and that there is mild lens flex. This could be suggestive of residual viscoelastic behind the lens and therefore explain a slightly myopic outcome. "Active ocular diseases" is contraindicated in the rayone IFU. Additionally, "reduced vision" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. Iol remains implanted. A review of the available evidence identifies that there is quite significant corneal irregularity as well as transient irregularity of the tear film from the dry eye. Our review of production records for the rayone galaxy rao605g batch 114255837 showed that all manufacturing and quality checks were conducted with successful results. Patient conditions are likely a significant contributory/causative factor to the event.